Manufacturer narrative:
Ting fu, s. Et al. Pulseselect versus farawave in cavotricuspid isthmus ablation a two case comparative report [conference presentation]. P661. 18th asian pacific heart rhythm society scientific session, 2025. Yokohama, japan. This event was reported via a literature abstract from an oral presentation, therefore detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. This event was reported via a literature abstract from an oral presentation and it is unlikely the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. E1 initial reporter phone: (B)(6). B3 date of event: bsc aware date used as no event date was provided.

Event description:
It was reported via literature, proceedings from an oral presentation, that vasospasm occurred. Procedure summary: a pulse field ablation (pfa) procedure of the cavotricuspid isthmus was performed using a farawave catheter. After administration of 800 micrograms of intracoronary nitroglycerin and nine (9) applications of ablation, angiography identified severe right coronary artery spasm. Patient status: no further information on the status of the patient is available.